Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument usivd, part # 663518 and serial # (B)(6). ¿ problem statement: customer reported complaint on a leakage of biohazard not contained within the instrument ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from (B)(6) to (B)(6))2021. ¿ complaint trend: there are 13 complaints related to the issue of a leakage of biohazard not contained within instrument. Date ranges from 17jun2020 to date 17jul2021. ¿ manufacturing device history record (DHR) review: DHR part # 663518 serial # (B)(6), file # 663518-663518-z663518000118-107083380-20, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage was due to a worn v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely. Blockage of this tube can commonly cause weakened aspiration of the sit and lead to dripping. The customer initially submitted a complaint regarding the instrument leaking biohazard and failing the pqc, but the pqc issue was resolved with phone support before the engineer visit. The fse (field service engineer) supporting the customer confirmed the leakage and replaced the pinch valve tubing as per the bd facslyric service manual (#10000244629, rev 06/vers. F). No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was functioning as expected with no further leakages. Although the leakage of biohazardous material can cause harm to the customer from exposure to samples and chemicals, the customer was not harmed in any way as they had not come in contact with the leakage. Additionally, the leak was not under pressure and did not spray, and thus did not significantly increase the risk of exposure. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 13 of the bd facslyric¿ clinical system instructions for use (#23-19938-02 rev. 1/vers. A). The safety risk is moderate, s3, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01982525, case # (B)(4). Install date: 18jan2021 defective part number: n/a work order notes: o subject / reported: pqc fails for bv 450 robust cv o problem description: pqc fails for bv 450 robust cv o work performed: arrived on site to complete a repair request on facslyric #z663518000118 located at covance. The pqc fails for bv 450 robust cv issue was resolved with cts phone support before fse arrival. I completed the pinch valve tubing replacement to resolve sit flush drip issue per document #10000244629 and verified instrument operation. I the tubing part is a non-stock item. O cause: pinch valve tubing did not open reliably to allow sit flush to perform fully at every sit flush attempt. O solution: the instrument is testing without errors and I have returned the instrument to the lab for normal use. Current status of instrument is operational. The current software version level that the device is running is facsuite 1.4. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no o tfs ID: 89169¿¿¿¿¿¿ o ID: libivd-ra-61 2.1.6¿¿¿¿¿¿ o reg¿status: ivd; ruo¿¿¿¿¿¿ o hazard: exposure to biological sample¿¿¿¿¿¿ o cause: back drip from injection port (sit)¿¿¿¿¿¿ o harmful effects: harm to operator. (Exposure to stained sample).¿¿¿¿¿¿ o risk control: sit design to capture back drops. Provide instruction for universal precautions.¿¿¿¿¿¿ o reg¿link (tfs ID): 93132 libivd-did-262 sample preservation during pause¿¿¿¿¿¿ o implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-51ir¿¿¿¿¿¿ o effectiveness verification: lsvn-1008-dr, libivd-se-15-51ir¿¿¿¿¿¿ o probability: 1¿¿¿¿¿¿ o severity: 3¿¿¿¿¿¿ o risk index: 3¿¿¿¿¿¿ o residual risk evaluation: a¿¿¿¿¿¿ o new hazards: none¿¿ mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn pinch valve tubing. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn pinch valve tubing. The fse confirmed the issue and replaced the pinch valve tubing. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sit backfills into tubes. 1) was the leak liquid or air? Liquid. 2) was the leak contained within the instrument? Not contained. 3) was there spray of liquid under pressure? No. 4) what was the fluid that leaked? Biohazard. 5) did biohazard leak before or after waste line? Before waste line. 6) was the waste mixed with decontamination/bleach? No. 7) was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facslyric¿ biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter: sit backfills into tubes was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.